Event description:
Using the system 6500 abc with a valley lab pencil, after activating, the unit would toggle to cut. They would get a light and tone for cut. Tried another pencil and it did the same thing. They changed units and sent the abc to the biomed dept. They used the pencil on a valley lab unit and it worked ok. The procedure was a colonoscopy. There was no harm to the pt.